Event description:
It was reported the pt is experiencing high impedances on the lead and is unable to increase her stimulation. X-rays have been ordered. The pt is working with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.